Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was 29.7 mmol/l. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. Customer had a insulin flow block alarm. Auto mode feature was unknown at the time of event. No further patient complication were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer returned pump for alleged no delivery alarm and high bgs found on 14-oct-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm was found in the history/trace files on event date of 10/14/2022 14:13:14 during bolus. Force sensor zero offset was within specification (22.3mv). The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and scratched lcd window. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. No delivery alarm was not confirmed during testing. Unable to verify customer complaint for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.